Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil was attempted to place and re-positioned several times and the subject coil became stretched under fluoroscopy. The subject coil delivery wire was found to be fractured approximately 3cm from the coil junction during retraction. Physician used a snare device to retrieve the fractured portion from the aneurysm. The procedure was completed successfully with a new device and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject coil was attempted to place and re-positioned several times and the subject coil became stretched under fluoroscopy. The subject coil delivery wire was found to be fractured approximately 3cm from the coil junction during retraction. Physician used a snare device to retrieve the fractured portion from the aneurysm. The procedure was completed successfully with a new device and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.